Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.

Manufacturer narrative:
One cardiomems i3 was received into the lab for analysis. The product was powered on and readings/logs were sent successfully. The logs on the backend website were reviewed and an error 5 was confirmed on (B)(6) 2020. The cause of the error in recording pressure or temperature was unable to be determined. As an incidental finding, the unit was unable to pass the distance home section of the test at 37mhz. The reported complaint was confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No rework or non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the cause for the reported event was unable to be determined.